Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported that the drain broke off inside the patient. Initial lumbar surgery was performed on (B)(6) 2026 with a drain placement. On (B)(6) 2026, surgery for exploration post surgical lumbar wound repair for dural tear was performed. Provider stated he removed a piece of retained drain yesterday on (B)(6) 2026. No further details were provided.

Manufacturer narrative:
A non-conformance review was conducted for lot 1240157 and there were no non-conformances related to the reported event issued during the manufacturing of this lot. Visual inspection and pull test were conducted on the drains within this lot and met the established acceptance criteria. There was no device returned for evaluation; therefore, the affected device could not be evaluated to determine the root cause. A corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take actions, as applicable.